Event description:
The center reported that the pt experienced intermittencies with his device. Testing performed by the center confirmed loss of lock. External equipment and programming adjustments were made but the problem was not resolved. Surgery to explant the pt's device will be scheduled.